Event description:
Resident was in the tub room after the bath in the lift bath trolley. The certified nursing assistant removed the lower belt and started to dress the resident. The resident rolled over and fell to the floor.